Event description:
It was reported that "trio connector continued past the point of final tightening, produced metal shards and damaged the rod."

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.